Event description:
It was reported intermittently that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the events. As a result of the basal suspension, customer's blood glucose (bg) level rose to a level that was displayed as ¿high¿; however, a specific value was not provided. Bg was addressed via a manual injection for all events. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.